Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. It should be noted that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing on the stomach, the knife blade would not return after firing. The surgeon troubleshooted with the rep - hit the reverse button, checked battery, hit the reverse button, and had to resort to the manual override. The first firing was with a black reload no buttress, second firing was with a black reload and gore buttress (for another stapler). Third fire was a black reload with gore buttress (for a another stapler). Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).